Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and indicated stretching. The analyst noted that the lead has been stretched so the inner tubing is torn and buckled and prevents the helix from functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, no current of injury was discernible after multiple lead helix deployments. The physician was concerned that the lead was damaged. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.